Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room. The implantable cardioverter defibrillator was found in backup vvi mode. No adverse consequences to the patient were reported. The device was successfully reprogrammed to normal functioning. The patient was in stable condition before, during, and after reprogramming.